Manufacturer narrative:
At this point in time, mitek is in the information gathering mode. When all that can be had is had, a follow up report will be filed reflecting the status and possible root cause of the reported event.

Event description:
Our rep is reporting that during a general conversation with a surgeon the surgeon recounted that in 2007, for unknown reason, an MRI was had on the right knee of a male pt. The MRI revealed that a cyst had formed around in the femoral tunnel around the soft tissue fixation device, a rigidfix cross pin. This MRI was had 4 years post-op to the original acl repair. The original procedure was performed by another unknown surgeon. At this point in time, this is the only info known.